Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump wasn't turning on. The customer was getting replace battery, later got black screen. The customer tried multiple batteries, then it turned on and back to the main screen. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will continue using the device. The product will not be returned for analysis.